Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) and right ventricular (rv) leads exhibited high out of range impedance measurements which caused lead safety switches on both leads. There was rv noise, oversensing, and pacing inhibition of greater than two seconds. There was also ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The patient had experienced symptoms of dizziness. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.